Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted due to a non-specific product performance issue. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 5.5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment. Additional cuts into the insulation were found along the lead fragments, it is reasonable to assume that the lead was cut during the surgery. The ring electrode was found covered in fibrotic growth. Calcifications are known to cause to increased pacing impedance and threshold values. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
This rv lead was explanted due to a non-specific product performance issue. Should additional information be received, this file will be updated.